Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -10.50 diopter was implanted upside down into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a same model, size and diopter lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).